Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic assisted hysterectomy + bilateral salpingo-oophorectomy to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device dislocation, genital haemorrhage and pelvic pain had resolved. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the essure insertion procedure was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 21-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and on an unknown date, the patient experienced essure device migrated and irregular bleeding (regarded as genital bleeding). The patient was treated with surgery (laparoscopic assisted hysterectomy + bilateral salpingo-oophorectomy to remove essure on (B)(6) 2015). The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. Also, genital haemorrhage may occur during essure therapy. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migrated") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic assisted hysterectomy + bilateral salpingo-oophorectomy to remove essure on (B)(6) 2015). On (B)(6) 2015, the device dislocation, genital haemorrhage and pelvic pain had resolved. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented the essure insertion procedure was without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and on an unknown date, the patient experienced essure device migrated and irregular bleeding (regarded as genital bleeding). The patient was treated with surgery (laparoscopic assisted hysterectomy + bilateral salpingo-oophorectomy to remove essure on (B)(6) 2015). The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. Also, genital haemorrhage may occur during essure therapy. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.